Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had diaphragmatic stimulation post-implant. The left ventricular (lv) lead was "turned off." It was later cut and capped at the time of the new lv lead. No patient complications were reported as a result of this event.